Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed due to the infection and hypostatic pneumonia, requiring hospitalization. It was reported that on an unspecified date a mitraclip procedure was performed, implanting mitraclips without a reported device malfunction. On (B)(6) 2017, a fever of 39.9 degrees celsius was noted. The etiology of fever was not found. Reportedly the likely cause was chronic obstructive pulmonary disease (copd) exacerbation due to an unspecified infection. Prolonged hospitalization was required. Per physician, it was not assessable whether the copd exacerbation, infection, and fever were related to the mitraclip device or procedure. On (B)(6) 2017, "taa" was noted. The patient had become hypotonic and went into cardiogenic shock with congestive hepatopathy. Per physician, the cardiogenic shock and congestive hepatopathy were unrelated to the mitraclip device. On (B)(6) 2017, the patient had a fever with increased infection parameters and hypostatic pneumonia. Prolonged hospitalization was required. The events resolved without sequela. Per physician, fever, infection and pneumonia were possibly related to the mitraclip device and procedure. Reportedly, additional information is unavailable.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of fever, infection, hypotension and cardiogenic shock, as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported cardiogenic shock, fever, hypotension and infection cannot be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported hospitalization was a result of case-specific circumstances as hospitalization was prolonged due to the reported patient effects. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was received:the 07/15/2017 hypotonic, unspecified "taa", cardiogenic shock with subsequent congestive hepatopathy after mitraclip implantation are now assessed by study physician as possibly related to the mitraclip device and procedure. The event resolved with sequela.